Event description:
Account has a bed that is giving him a high resistance on the ground reading. He said power cord is original and no physical damage. There were no reported injuries.

Manufacturer narrative:
Account reseated the connections to resolve.